Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-mar-2019 with the following findings: on investigation, the battery compartment was found to be cracked as alleged in the initial complaint. The returned battery cap had stripped threads and was unable to secure properly to the pump to maintain electrical connection. With the damaged battery cap in place on the pump, the pump was not able to power on. A test cap was placed on the pump and was able to secure properly to the pump. With the test cap in place, the pump powered on normally and was exercised for 12 hours without any loss of power. Investigation duplicated the power issue with the damaged battery cap on the pump. Unrelated to the original complaint, the display screen was noted to be dim/discolored.